Event description:
It was reported the patient received shocks from the device and presented to the emergency department. Patient was asymptomatic at the time the therapy was delivered. Upon review of the remote device data transmission, it was determined the shocks were likely due to rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).